Event description:
It was reported that this patient with a history of kidney failure has received multiple inappropriate shocks due to t-wave oversensing. The patient's system was reprogrammed to secondary sensing vector. No adverse events were reported.

Manufacturer narrative:
This supplemental was provided to provide additional information.

Event description:
It was reported that this patient with a history of kidney failure has received multiple inappropriate shocks due to t-wave oversensing. The patient's system was reprogrammed to secondary sensing vector. No adverse events were reported. This supplemental report is being filed to provide additional information.